Event description:
It was reported that the customer experienced high blood glucose readings of 600 mg/dl and they were unable to bring the glucose readings down with the insulin pump. Customer has treated with humalog. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. It was noted that the basal rates were incorrect. Low reservoir and auto off alarms were also noted in the alarm history. Customer also mentioned that the cannula was occluded. Customer's blood glucose reading at the time of the call was 380 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.